Event description:
A non healthcare professional reported about noticing issues with cracked/scratched lenses with injectors.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Twelve opened handpieces were received for the report of cracked/scratched lenses. Sample 1, 2, 3, 4, 5, 7 and 11: the returned samples were visually inspected and found to be conforming. Sample 6, 8, 9, 10 and 12: the returned samples were visually inspected and found to be nonconforming with curved surface transition area rough and raised material. Sample 1, 2, 3, 4, 5, 6, 7, 8, 9, 10, 11 and 12: a dimensional plunger position height check was performed and was found to be conforming. Finally, a functional thread to barrel engagement check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned samples 1, 2, 3, 4, 5, 7 and 11 were found to be conforming for all visual inspections, dimensional inspections and functional tests, associated with the reported event, therefore cracked/scratched lenses as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The complaint evaluation indicated that samples 6, 8, 9, 10 and 12 had a plunger with a curved surface transition that was rough and had raised material, which could be a contributing factor for the report of cracked/scratched lenses. How and when the injector became damaged cannot be determined from this evaluation. The most likely root cause is improper handling of the product. This injector has been in service for approximately 1 year. The direction for use provides instruction to inspect the handpiece prior to each use to ensure that it is not damaged. The manufacturer internal reference number is: (B)(4).